Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the electrode detachment. Block h11: investigation results the orise proknife device was analyzed, and the device was returned without the electrode. The reported event of electrode difficult to retract could not be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to the device was returned without the electrode. No issues were found that could have been related to the reported issue during manufacturing documentation review. The electrode was not returned for analysis to identify any defect with the device. Therefore, the most probable cause that contributed to the event could not be established.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the electrode was difficult to operate and there was resistance from the start. The electrode was difficult to remove during a functional check when the device was opened. There were no patient complications as a result of this event. Note: this event has been deemed a reportable event based on the investigation findings of electrode detachment. Please see block h11 for full investigation details.